Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot 003336: a service history of the past three years has been reviewed. The item was previously returned for service on august 02, 2013 due to motor failure. The customer called in a service request for this item on july 08, 2014 and reported the device runs on its own. The previous service condition of motor failure is not relevant to the current complained issue of device runs on its own. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the motor was running continuously. The repair technician reported the main circuit was damaged. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on august 14, 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was possibly for a mandible fracture being fixed with an oral surgeon.

Event description:
It was reported that when a battery is put on the hand piece for battery powered driver, the motor runs on its own and will not stop until battery is removed. Complaint issue happened during an initial procedure involving synthes orthognathic tray and implants; there were no issues with the screws and plates. The delay to surgery was five minutes due the surgeon using an alternate driver from the set to complete the procedure. Reportedly, there was no negative impact to the patient; there was no effect to patient outcome, no other medical intervention required, and the procedure was successfully completed. This is report 1 of 1 for (B)(4).